Manufacturer narrative:
The returned device was evaluated. The device did not power on and does not charge battery. Internal inspection found the ib/conb flex cable was not properly seated in the connector on the connectivity board, the tape was loose. Replaced the ib/conb flex cable properly inside the connector and the device was able to power on and was able to function as designed. Loose tape and improperly seated ib/conb flex cable prevented the device from powering on and charging battery. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device shut down while on resident. No patient impact or consequences were reported.